Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during a procedure the oxygenator leaked in the membrane of the arterial line. No known impact or consequence to patient. Product was changed out. There is much unknown information regarding this complaint despite several attempts to obtain information.